Event description:
The customer called and requested assistance in reprogramming the replacement of the insulin pump. The customer's glucose reading was 366 mg/dl at the time, and did a bolus of 5.3 units. The next day, the customer called back and stated that the paramedics were called because her glucose level went low. The customer was treated by the paramedics with an insulin drip and then they left. The customer stated that her sugar level is high due to the insulin drip. The customer's most recent glucose level was 229 mg/dl. Troubleshooting was performed. The programming was correct and the bolus history shows that the insulin pump was programmed properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.